Event description:
Pt reported that the device's brand new piston rod is not functioning normally. They indicated that, as the piston rod rotates, it appears to "back out" of the insulin cartridge. No error mssage were generatd by the device. Pt stated that they experienced elevated blood glucose (380 mg/dl), which they self-treated by switching to insulin injections.